Event description:
Additional information: the granuloma was diagnosed with a myelogram. The patient had revision surgery and the catheter was replaced. Following the surgery the patient stated that they were receiving therapy.

Event description:
A granuloma at the catheter was reported; it had grown up into the t section of the back and was noted by an orthopedic. It was indicated that it was about "a year after patient first reported/experienced not getting pain relief that the granuloma was discovered." Drugs delivered via the device were morphine, clonidine, prialt and unknown baclofen.

Manufacturer narrative:
Continuation of concomitant medical products: catheter model 8709, lot# l62216, implanted: (B)(6) 1999, explanted: unk.

Manufacturer narrative:
(B)(4).